Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: unable to retract needle from plastic catheter. No adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.